Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 6 was hard to open. A field service engineer (fse) inspected 2x1 cubie pocket not fully seated on the row tray, causing obstruction and scraping against the metal casing. When the solenoid activated, the cubie prevented smooth opening. Removed the cubie pocket. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer was not opening to pull up medication. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.